Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The customer¿s system software had been at revision 6.0.x and was updated to revision 9.0.x. The customer¿s perception after the update was there was color degradation. The investigation found the reported issue was not reproduced and no color degradation was confirmed. The system has returned to service with no similar issues reported.

Event description:
A misdiagnosis was reported when using the affiniti 70 ultrasound system and an x5-1 transducer. The system did not produce quality color and spectral doppler signal when performing a cardiac ultrasound. A patient had a prior echo in which the aortic stenosis gradient was found to be moderate-severe instead of mild-moderate. The mild regurgitant jet was nearly impossible to see. The patient's outcome was affected due to a change of medication and further testing to classify the severity of the aortic stenosis. Philips has started an investigation for this complaint.